Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the ratchet had fallen apart and there was no power transmission. This was attributed to normal wear. Maintenance was performed and the device was returned to the customer on (B)(4) 2012. Placeholder.

Event description:
The customer reported that if surgeon starts using saw whilst operating, the oscillating saw stops. This is report 1 of 1 for complaint #(B)(4).